Event description:
--

Manufacturer narrative:
At this time, the lead has not been returned. If additional information should become available to our company, this event would be updated.

Manufacturer narrative:
This lead has been returned and is currently undergoing analysis. The event will be updated once analysis is complete.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, it was noted that the complete lead was returned and the j-fixation was in very good condition with no signs of damage or defect. The lead was subject to direct current resistance testing and passed on all paths, verifying the lead's electrical performance was intact. No further testing was performed analysis could not confirm the clinical allegations observed in the field.

Event description:
Boston scientific crm received information that the left ventricular (lv) lead dislodged two days post implant. The lv lead was explanted and a new lead was successfully implanted. No adverse patient effects were reported.